Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. The device was then shut off and was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.